Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow up # 1 date of submission 8/16/2017 ¿ correction to initial reporter: the name and address of the initial reporter is the following: initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: a review of the pump black box showed no evidence of no power. There was no evidence of moisture contamination inside the battery compartment. During investigation, the pump powered up with functional vibration features which indicates that the pump had power; however, further testing was prevented by a recurring cs 006 call service alarm that would not clear. The pump case was removed and no evidence of moisture contamination inside the pump. The complaint was not able to be adequately investigated due to the unrelated call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).